Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the main printed circuit board and display frame were contaminated and were replaced. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the existing corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.